Event description:
It was reported that during a routine device replacement procedure, upon removal of the device from the pocket, visual inspection of this right atrial (ra) lead noted two visible points of damage on the lead body. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.